Manufacturer narrative:
B3/d10: the event occurred between 19 may 2023 and 30 may 2023. E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion of a small volume intermate slowed down and ran longer than expected. The expected therapy time was between 30-40 minutes; however, the device ran between 40-45 minutes. This was discovered during patient infusion. The clamp on the bottle was causing a kink. The device contained ceftriaxone 2000mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a couple photographs of the sample were provided for evaluation. The first photo showed fluid inside the device bladder which suggested an under infusion may have occurred. The second photo showed a kink on the tubing line. The cause of the under infusion could not be determined from the photograph and the cause of the kink was determined to be from using the device's blue slide clamp, possibly as a result of long term clamping. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.